Manufacturer narrative:
The investigation for the controller alarm issue has been completed. Console logs from the reported day of event are consistent with complaint and showed several instances of loss of opm data and - in case the fault condition lasted more than 2 minutes - associated alarms ¿controller error¿. Further analysis of device logs revealed that the rlm was frequently rebooting during prior cases, which resulted in intermittent connection and data transmission to the cloud (impellaconnect). The console was returned for evaluation which revealed that purge disk detect flag was stuck under the disk retainer (which also had a broken mounting post), resulting in console being unable to detect purge disk being removed. We also observed hard-to-remove contamination of optical pump connector (unrelated to loss of optical data). Testing of the rlm did not reveal any irregularities, and the unit operated within specification (field issues were not reproduced). Neither the purge nor rlm issue were reported to abiomed and are unrelated to the original complaint. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller (aic) software operated as designed. The cause of the aic issue was a software issue.

Event description:
The user facility reported that the placement signal intermittently disappeared on the automated impella controller (aic) during support for a patient. It was noted that a controller error alarm was present each time the placement signal disappeared. Support remained ongoing with no indication that intervention was required. There was no patient harm. Upon investigation findings, it was discovered that the event involved an optical bench firmware communication protocol anomaly.